Manufacturer narrative:
(B)(4) . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that on (B)(6) 2014, the patient had a mesh revision surgery, due to complications, and the mesh was found to be balled-up, rolled-up, and incorporated with old mesh, which was explanted. The patient continues to experience complications and pain. No additional information was provided.